Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low and high blood glucose levels ranging from 50 to 450 mg/dl. The customer was treated for the high blood glucose with food. The customer's blood glucose at the time of the call was 92 mg/dl. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The customer did not troubleshoot and did not send the product back for analysis.